Event description:
Additional information was received on 5mar2021 noting that the issue occurred at the beginning of the procedure. The device was inspected prior to use, and no issues or abnormalities were noted. The device was replaced and the procedure was completed with a 5 minute delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ the root cause could not be determined. Probable causes include improper handling of the device. It is suspected that this event was caused unexpected stress on the ccd unit as a result of user handling, and that the image did not come out because of the failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Upon initial review of the device, the user report was confirmed. The image on the display cuts in and out due to a faulty charged coupled device unit. Additionally, a shortage was noted in the cable causing intermittent horizontal streaks on the image. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during procedure preparation, the hd autoclavable camera malfunctioned. According to the initial reporter, when plugged in the image on the display was black. There was no patient harm or consequence reported as a result of this event.